Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and troubleshooting with the caller. No further testing was performed. The caller stated that the patient will be followed on regular basis and they adjusted the shock impedance alert window to 155 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 131 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was subsequently performed and this system was removed from service and returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
.